Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached unknown levels. The patient also was diagnosed with pulmonary embolism and had a hard time controlling their blood glucose levels. The patient ended up passing away due to a plethora of health problems in the hospital. Date of the death was (B)(6) 2020.

Manufacturer narrative:
Updating complaint from initially reportable to not reportable as the reporting call was reviewed. The patient¿s family contacted insulet to remove the account for reorders and further communications. The patient expired in 2020 resultant from a pulmonary embolism and possible diabetic ketoacidosis. The patient sought medical attention and was not using the omnipod product at the time of his death. There is no allegation of device malfunction or deficiency- therefore after extensive review, we have deemed this file, not a complaint.